Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the old catheter was replaced and a new catheter was implanted yesterday (B)(6) 2026 resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-sep-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving di laudid hydromorphone (.7mg/day at unknown concentration) via an implantable infusion pump for unknown indication for use. It was reported that the patient had back surgery unrelated to their pump and catheter on (B)(6) 2026 and the physician's assistant for the orthopedic surgeon indicated that the "catheter was frayed" meaning it was cut during surgery. The patient went into withdrawal and was currently in the hospital. Diagnostics/troubleshooting included a dye study performed (B)(6) 2026 in which it was confirmed no dye was going into the spine. On (B)(6) 2026 the patient was not having signs of withdrawal however the patient did get dilaudid to start on after their back surgery the day prior. The patient was educated on withdrawal symptoms and their managing healthcare provider (hcp) provided a prescription in the event the patient started to experience withdrawal symptoms. The issue was not resolved at the time of the report. It was indicated that the catheter would either be repaired or replaced next week. It was also later reported that the reason for the patient's hospitalization was withdrawal, and that the patient went into withdraw al the day of the dye study (B)(6) 2026). The patient's hospitalization has resolved. The issue of the cut catheter has not resolved. Surgery was scheduled last week (B)(6) but the patient cancelled, so a catheter repair/replacement has not yet been performed. Surgery is now scheduled for this friday (B)(6). No intervention has been performed yet, and the catheter is still implanted.